Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), menorrhagia ("prolonged menstrual bleeding"), dysmenorrhoea ("abnormal menstrual pain"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), back pain ("severe back pain"), migraine ("migraines"), abdominal distension ("bloating") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, abdominal pain lower, back pain, migraine, abdominal distension and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and procedural pain to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Company causality. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a 33-year-old female patient who had essure (ess205) (batch no. 623461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, migraine in 2002 and cesarean section. Concurrent conditions included obesity and penicillin allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2008, 1 year after insertion of essure (ess205), the patient experienced urinary tract infection ("urinary tract infection"), connective tissue disorder ("connective and/or tissue pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping / cramping"), menorrhagia ("prolonged menstrual bleeding / menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("abnormal menstrual pain / dysmenorrhoea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), dyspareunia ("painful intercourse"), abdominal pain ("sever abdominal pain/cramping") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, back pain, procedural pain, dyspareunia, abdominal pain lower, menorrhagia, dysmenorrhoea and abdominal distension was resolving, the urinary tract infection, connective tissue disorder, headache, abdominal pain and vaginal haemorrhage outcome was unknown, the myalgia and arthralgia had resolved and the migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, connective tissue disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, myalgia, pelvic pain, procedural pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : persistent pelvic pain with bleeding irregularly, irregular menstruation, metrorrhagia, vaginal bleeding, abdominal pain and discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a 33-year-old female patient who had essure (ess205) (batch no. 623461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, migraine in 2002 and cesarean section. Concurrent conditions included obesity and penicillin allergy. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2008, 1 year after insertion of essure (ess205), the patient experienced urinary tract infection ("urinary tract infection"), connective tissue disorder ("connective and/or tissue pain"), myalgia ("muscle pain"), arthralgia ("joint pain"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping / cramping"), menorrhagia ("prolonged menstrual bleeding / menorrhagia"), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("abnormal menstrual pain / dysmenorrhoea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), dyspareunia ("painful intercourse"), abdominal pain ("sever abdominal pain/cramping") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, back pain, procedural pain, dyspareunia, abdominal pain lower, menorrhagia, dysmenorrhoea and abdominal distension was resolving, the urinary tract infection, connective tissue disorder, headache, abdominal pain and vaginal haemorrhage outcome was unknown, the myalgia and arthralgia had resolved and the migraine had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, back pain, connective tissue disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, myalgia, pelvic pain, procedural pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : persistent pelvic pain with bleeding irregularly, irregular menstruation, metrorrhagia, vaginal bleeding, abdominal pain and discomfort. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Historical condition, concomitant disease, concomitant drugs and lot no were added. Updated suspect drug indication. Events vaginal bleeding, urinary tract infection, joint pain, muscle pain, connective and/or tissue pain, headaches, sever abdominal pain and bloating were added from pfs and updated events and event outcome was added. On (B)(6) 2018: follow up 1, 2 and 3 processed together : medical records received : reporter information updated. Hysterosalpingogram test added. On (B)(6) 2018: follow up 1, 2 and 3 processed together : medical records received : reporter information updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.